Manufacturer narrative:
Product analysis: visual examination of the mas bone screw confirmed bone screw complete fracture at the neck of the bone screw, just below the head. Visual and optical inspection of the bone screw surface did not identify witness marks or other damage near the fracture surface initiation area which could contribute to crack propagation. Optical examination of the fracture surface noted smearing and damage. Microscopic examination of the fracture surface identified progressive striations at all undamaged areas, which are indicative of cyclic fatigue. Dimensional inspection neck diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with breakage due to cyclic fatigue of the implant.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent "mis" transverse lumbar interbody fusion at l5-s1 for the treatment of l5-s1 lumbar stenosis. Post op, on an unknown date, the screws broke in patient due to which patient had pain. Revision surgery for replacement of l5-s1 screws was performed, where all fragments of the broken screws were retreived.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.